Manufacturer narrative:
Device evaluation: customer report was confirmed. Rec'd (1) single dpt - vamp plus kit. Kit appeared not used. Pressure tubing was found completely broken from solvent bond joint with female connector that was attached to dpt zero-stopcock. Cross surfaces of broken tubing appeared uneven and rough. (B)(4).

Event description:
The following was reported: tubing was cracked.